Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for troponin t quantitative (tnt) on a cobas h232 analyzer and troponin t high sensitive (tnths) e602 analyzer. It is not clear which results are correct. This medwatch will cover the e602 analyzer. Refer to the medwatch with (B)(6) for information related to tnt testing on the cobas h232 analyzer. The plasma sample initially resulted as < 50 ng/l when tested for tnt on the cobas h232 analyzer. The intial result was reported outside of the laboratory. A serum sample from the same sample collection was tested for tnths on e602 analyzer at the request of the physician, resulting as 407.7 ng/l. A second serum sample collected 3 hours later was tested for tnths on the e602 analyzer, resulting as 388.4 ng/l. The original plasma sample was repeated on the cobas h232 analyzer, resulting as <50 ng/l for tnt. The original plasma sample was also repeated on the e602 analyzer on (B)(6) 2015, resulting as 421.6 ng/l for tnths. Since the patient's result was stable after 3 hours, it was concluded that this patient had no risk of myocardial infarction. The patient was not adversely affected. The lot number and expiration date of the tnths reagent was asked for, but not provided. The customer tested 4 other patient samples on both the cobas h232 analyzer and e602 analyzer. When tested on the cobas h232, these samples had results of <50 ng/l for tnt. When tested on the e602 analyzer, these samples had results "between 9 and 32" ng/l for tnths. A specific root cause could not be determined based on the information provided for investigation.